Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (detect and treat test failure) has been confirmed. Upon investigation the electrode belt trunk cable was severed. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the damaged belt.